Manufacturer narrative:
It was stated in a good faith effort (gfe) response from the customer received it was stated that the device was not in use at the time of the reported event. The issue was found during preventative maintenance procedure. The investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation that the customer completed preventative maintenance to confirm that the tubing connection check resolved the device issue. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a high-pressure regulation alarm. The device was reported to be in use at the time of the reported problem. No patient harm reported. Following a review of the current device settings with the customer, the remote service engineer (rse) advised the customer to perform troubleshooting steps in the following order: verify the proximal and machine tubing connections, verify the pressures and flows, replace the data acquisition pcba, and then replace the motor controller (mc) pcba. This investigation is ongoing.